Event description:
Reported through clinical f/u that approx 41 months post implant the pt expired from unexplained cause. The pt had collapsed, was unresponsive for two minutes and subsequently hospitalized. No complaint of chest pain of shortness of breath. The valve remained implanted and therefore not returned for analysis.